Event description:
I was provided transcranial magnetic stimulation services in which my treatment plan was changed midway through the 36 sessions and caused significant cognitive issues as well as central nervous system symptoms (heart rate irregularities mostly). The machine used was brainsway and was administered by a local psychiatrist and a technician. I started the 36 sessions on the right part of my brain and they decided to change to a procedure that targets both sides of your brain simultaneously. After all 36 treatments had been administered I had problems with memory, brain fog, recognizing and knowing the name for everyday household items, tinnitus, confusion and tremors. At one point I was having auditory hallucinations.